Manufacturer narrative:
(B)(4). Multiple requests for further information have been made. Allergan has received no response from the authors. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
It the article "hyaluronidase injection for the treatment of eyelid edema: a retrospective analysis of 20 patients," european journal of medical research, (2014 may 28). Vol. 19, no. 1, the authors reviewed the results of "a retrospective analysis with 20 patients with lower eyelid edema" who were subsequently treated with hyaluronidase (hylase dessau). Of the 20 patients 14 presented with edema following tear-trough augmentation with hyaluronic acid dermal filler, this report captures 11 of those patients. Post hyaluronidase injection no adverse events were observed "except for expected needle-related bruising in some cases." Of the 20 patients, 3 required two sessions with hyaluronidase treatment to achieve "satisfactory results"; treatment with hyaluronidase was found to "reduce effectively and rapidly or resolve eyelid edema after a single injection in the vast majority of treated patients." Per table 1, there was no recurrence of edema after treatment with hyaluronidase for any of these patients. Allergan's approach to compliance is to resolve all doubt in favor of reporting.